Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. The patient reported the device had been beeping for a few days, and that he was not near a magnet. Interrogation of the device confirmed the beeping tones were due to the device reaching elective replacement indicator (eri). The device was later explanted and returned for analysis. Initial laboratory analysis found the device did not meet longevity expectations per programmed values.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated when analysis is complete.